Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) . G2: foreign country: canada review of the most recent repair record determined the calibration and test cut were not checked due to a damaged comb. The comb, bottom roll, carrier guide, shoulder bolts and 2 washers were replaced and the ratchet was lubricated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to tolerance stack-up revealed that the carrier could interfere with the comb resulting in deformation of the comb. The comb is a thin stainless steel component and is not always resistant to deformation when interference conditions are presented. There is no mechanism for repeatable cutter installation and removal. Installation and removal of the cutter where the blades catch the tines of the comb can result in deformation to both the comb tines and cutter blades. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported during preventive maintenance there was nothing wrong with the device, it was only sent for the 18 month pm. There was no harm or delay reported. There was no patient involvement. Due diligence is complete and there is no additional info upon investigation, there was a damaged comb.